Event description:
It was reported that the spinal cord stimulation (scs) patient experienced difficulty charging his implantable pulse generator (ipg). To address this the patient underwent a revision procedure in which the ipg was removed and replaced. The patient is recovering well postoperatively. In accordance with facility policy, the explanted device was disposed of and will not be returned.

Manufacturer narrative:
Block b3: approximated based on the date the manufacturer became aware of the event.